Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the ventricular lead exhibited decreasing/low impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.